Event description:
An immunizer was trying to activate the safety device post injection, but the needle disconnected from the syringe during same even though the immunizer stated that she ensured the connection when first connecting the needle and syringe.